Manufacturer narrative:
(B)(4). D10: cat# 8018-36-02 lot# 63580224 femoral head. Cat# 6305-50-36 lot# 63896280 longevity liner. Unk cup 52mm tm cluster. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 6 years post-implantation due to subsidence, and the component was explanted. Attempts have been made, and no further information has been provided.